Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer's blood glucose (bg) was between 470-500 mg/dl. The customer went to the emergency room and was subsequently admitted to the hospital for diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids. The customer was discharged on (B)(6) 2019 with no permanent damage. Contact alleged that the pump was not delivering insulin properly. Although requested, the customer declined troubleshooting and reverted to manual injections for insulin therapy.